Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Device a was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. Device b was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic was partially cracked. Testing found a short on the device when the jaws are fully or partially closed, causing a replace light to illuminate. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the replace light illuminating on the rf60. It is recommended that body fluids and tissue are removed from the jaw as needed. Failure to do this can lead this to sticking and charring.

Event description:
It was reported that during a total lap hysterectomy procedure the doctor tried to stop the bleeding from the specimen side by enseal. He has activated energy on the same site over 10 seconds, some sticking char formed on the jaw. When he tried to remove the instrument from the site, the electrode of the jaw fell off. And the instrument is no longer valid to use.